Manufacturer narrative:
Carefusion complaint number: (B)(4) . (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming low exhaled tidal volume and has an intermittent transducer fault. It is unknown if there was any patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly ((B)(4)). This issue will be internally investigated within carefusion.